Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Prior to the event, the customer was vomiting excessively. Troubleshooting was not possible because the mother did not have the insulin pump with her at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.